Manufacturer narrative:
Zimmer biomet complaint (B)(6). Date of event: (B)(6) 2021 concomitant medical product: unknown, therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient stated she is only getting about 8 hours of use and the 72r electrodes will no longer stay on. She cannot use the cover patches because they irritate the skin. Patient stated that the covers was *ripping her skin* and irritated her. Advised the pt to rotate the 63b and change 2x a day.